Manufacturer narrative:
Initial reporter facility name: (B)(6). D4: unique device identifier not available. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-jul-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device in this incident. It was determined that the interface was down, and devices were not receiving any orders. A technical support specialist (tss) had dialed into the server, ran the server downtime query, and noticed 926 messages were stuck. Tss restarted the external messaging and inbound processor services and monitored using the downtime query, where tss observed that the messages had started processing again issue was resolved. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server, the interface was down, and devices were not receiving any orders. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.